Event description:
It was reported that post-operative a sleeve gastrectomy procedure the patient left the o.r., went to floor, the surgeon had to be called back that night. The patient had acute perfusion. The patient has since been discharged however the patient did have 1liter of blood loss and unknown if there was blood transfusion. The device was discarded as no anomalies occurred.

Manufacturer narrative:
(B)(4). (B)(4). Information is unavailable; device was not returned for evaluation.